Event description:
The patient reported that after 48 hours of wear on their left hip, their blood glucose (bg) levels began to rise to 18 mmol/l (324 mg/dl). The patient gave themselves several boluses, but nothing changed. There was no error message, the pod and sensor were in line of sight with the pod on the back of the left hip and sensor on the back of the left arm, at least at 4 inches from each other. This issue happened in total with 3 pods coming from the same box, they only worked for 24-48 hours and then their bg levels started to rise. When changing the pod, everything works perfectly, adhesive was secure, and they switched pod sites several times, but nothing changed. The patient needed to seek medical attention at saint paul's emergency room (ER) where they stayed for 6 hours. The ER staff administered intravenous fluids and insulin, and blood work was performed. No formal diagnosis was received; however, ketones were present. The patient stated they are no longer having highs since switching to a new box of pods.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.